Event description:
It was reported that the ilet user experienced hyperglycemia after breakfast, with glucose readings rising above 400 mg/dl. During a supply change the user observed the infusion set needle was not fully inserted, and after replacing the set and cartridge the glucose levels declined into range. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of hyperglycemia after corrective action. Investigation included troubleshooting and user education regarding infusion set and cartridge replacement. Investigation of this case revealed an incorrectly deployed infusion set or improperly attached connector that led to underdelivery and subsequent high glucose, consistent with an infusion set and cartridge issue. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with infusion set deployment or connection.